Manufacturer narrative:
The device was not returned for analysis. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. In this case, it is likely that manipulation of the wire, when resistance was met, contributed to the reported peeled polymer. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat the moderately calcified, moderately tortuous obtuse marginal artery that is 95% stenosed. The balance middleweight universal ii guide wire was inserted in the left anterior descending artery to cross the lesion and the same wire was advanced to the obtuse marginal however, became met resistance at the turning point of the vessel and could not longer move forward. The wire was removed and observed the coating was peeled. Another wire was use to continue the procedure. There was no adverse patient effects and no clinically significant delay in the procedure.